Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and the reported gripper line break appears to be a result of user error. The reported improper or incorrect procedure is related to the user error for failing to follow the steps as per the instructions for use (IFU). Lastly, the foreign body in patient was a result of gripper line break. The reported patient effects of failure to retrieve mitraclip system components (foreign body in patient), as listed in mitraclip ntr/xtr system IFU, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. (B)(4).

Event description:
This is filed to report gripper line break foreign body in patient. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3+. The clip delivery system (cds) was inserted and grasping was successful; therefore, the deployment sequence was started. It is noted that when checking gripper line removability, the physician used clamps to clamp both ends of the gripper line. This is performed as a preventative action. The gripper line was successfully removed, and no resistance was noted. However, after the gripper line was removed, it was noticed that 3-4cm of the gripper line remained in the anatomy and was attached to the clip. The removed gripper line was folded in half and it was confirmed to be slightly shorter than the suspected length. No additional treatment was performed to remove the gripper line. Mr reduced to a grade of <1. There was no clinically significant delay in the procedure. No additional information was provided.